Event description:
It was reported that a spectrum pump needed to be returned to "verify and certify". It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed an a supplemental report will be submitted.